Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported upon inspecting the device prior to use, it was noted there was a burr at the tip of the introducer. Another device was used for the procedure. No additional information is available.